Event description:
It was reported the device was stuck on the guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure to treat stenosis in the superficial femoral artery (sfa). During the procedure, the catheter stopped working and could not be activated anymore. It stopped all activity (aspiration, infusion, and rotation). Additionally, it was not able to advance, and there was difficulty removing. The device was stuck on a 0.014" non-boston scientific guidewire. The device and guidewire had to be removed together as one unit. There were no patient complications as a result of this event, and the case was completed with a different device of the same model.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H11: device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks to the sheath. Microscopic examination revealed no additional damages. Device to device interaction test was performed by inserted a test guidewire into the device. There were no issues tracking the guidewire through the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the reported unexpected shutdown, stuck on guidewire, difficulty to remove, and failure to advance to lesion.

Event description:
It was reported the device was stuck on the guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure to treat stenosis in the superficial femoral artery (sfa). During the procedure, the catheter stopped working and could not be activated anymore. It stopped all activity (aspiration, infusion, and rotation). Additionally, it was not able to advance, and there was difficulty removing. The device was stuck on a 0.014" non-boston scientific guidewire. The device and guidewire had to be removed together as one unit. There were no patient complications as a result of this event, and the case was completed with a different device of the same model.